Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing a shocking feeling when the stimulation was turned up high. It was also noted that the patient was having difficulty charging the ipg. Database analysis revealed no anomalies and working as expected. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected and the ipg will not be returned.